Manufacturer narrative:
Reported event: an event regarding dislocation involving an unknown mdm liner was reported. The event was not confirmed. Method & results: product evaluation and results: material analysis, visual, functional and dimensional inspections could not be performed as the device was not returned. Clinician review: no medical records were received for review with a clinical consultant. Product history review: could not be performed as the device lot details were not provided. Complaint history review: could not be performed as the device lot details were not provided. Conclusions: the exact cause of the event could not be determined because insufficient information was provided. Further information such as return of the device, pathology reports, pre- and post-operative x-rays and the primary operative report as well as patient history and follow-up notes are needed to complete the investigation for determining root cause. No further investigation for this event is possible at this time. If devices and / or additional information become available to indicate further evaluation is warranted, this record will be reopened.

Event description:
This pi is for the revision of the patient's hip on (B)(6) 2020. While performing a revision of the patient's hip on (B)(6) 2021, surgeon reported that the patient had a prior revision on (B)(6) 2020 due to dislocation of the adm/mdm poly insert from the mdm metal liner. Patient was revised to a constrained liner. Reporting rep was not present for the procedure and no records indicate if any stryker rep was present. Rep confirmed that no further information will be released by the hospital or surgeon.